Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. Furthermore, the two most basal channels have reportedly migrated post-operatively out of cochlea. In addition one channel showed hi status in 2019 due to undetermined reasons. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
It was reported that the user is only able to hear loud sounds with the device. Re-implantation is considered but currently no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the user is only able to hear loud sounds with the device.